Event description:
The technician alleged that the brake and steer casters were not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake and steer casters to resolve the issue.